Event description:
Reporter alleged discrepant back to back blood glucose values of 444, 382, and 200 mg/dl when all tests were performed within < 5 minutes on the advantage system after breakfast. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.